Manufacturer narrative:
The report # 3003721894-2018-00023 is associated with (B)(4), super poligrip denture adhesive powder.

Event description:
She experienced a seizure early this morning [seizure]. Case description: this case was reported by a consumer and described the occurrence of seizure in a (B)(6)-year-old female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number nv3u, expiry date unknown) for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder. On (B)(6) 2018, an unknown time after starting super poligrip denture adhesive powder, the patient experienced seizure (serious criteria gsk medically significant). On (B)(6) 2018, the outcome of the seizure was recovered/resolved. It was unknown if the reporter considered the seizure to be related to super poligrip denture adhesive powder. Additional information: adverse event information was received on 22 january 2018. The consumer inquired if the super poligrip powder had zinc in the formula because she experienced a seizure early this morning and had been informed by her medical professionals, the seizures are caused by zinc.